Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure c-34 errors was confirmed and reproduced on generator connected to system. In logs, 25913 c-34/c-30/m-11 errors 3/4/2025 confirming the fault occurred in the field. Visual inspection showed that the unit has no significant scratches or dents. The front bezel was in decent condition. C-34 error occurred on start-up and mono coag activation unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that there were repeated errors against the generator. The staff power cycled the generator, and the onsite logs showed error c-34 occurred. The technical support engineer (tse) explained that the c-34 error was an internal generator issue. There were no reports of patient injury.